Manufacturer narrative:
(B)(4). Correction to remove statement "data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined." Additional statement "data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. The root cause was determined to be a low transmitter battery that lead to a transmitter failure."

Event description:
Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. The root cause was determined to be a low transmitter battery that lead to a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.